Event description:
It was reported that the site's dell handheld computer screen became frozen after interrogation. The event was resolved with a hard reset. No adverse events occurred as a result of the issue.